Manufacturer narrative:
The event listed on this form was previously submitted on manufacturing report number 1822565-2014-01193. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain and tibial loosening.